Manufacturer narrative:
The system was examined and the report of weak laser output was replicated. However, the company representative did not indicate finding any issue associated with the reported event of dark aiming beam. The core module was replaced. The system was tested and found to meet product specifications. The system was manufactured on march 17, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event of weak laser output can be attributed to an core module. However, how or when the component became nonconforming cannot be determined conclusively. (B)(4).

Event description:
A surgeon reported that during a procedure, the laser output was weak and the aiming beam was dark. The surgeon raised the laser output setting to complete the case without patient harm.